Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after the anastomosis of the colon tissue in a laparoscopic assisted right colectomy, the patient experienced blood in stool. The patient spent an extra hour in the hospital for observation. There was no patient injury.